Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32mk1, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-aug-26, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about 2 weeks ago they were having a lot of pain deep inside of their butt area and muscle and it was making it hard for them to stand up straight. Patient also stated they were feeling a little pain in their right leg. Patient said they went to their follow up appointment after the second procedure on (B)(6) and the urology technician told them to start over at program 1 which they did. Patient stated when they go up on the "dosage" even at 1.1 on program 1, they were feeling it in the right foot and not feeling it on the right side in the butt area where they were supposed to feel the little fluttering and it just pushes down their toes. Patient said they left it at 1.0 where they don't feel the stim in their foot. Patient mentioned they were using more pads and peeing on themselves more and getting urgency more and it's just coming out more and it's like before they got the device implanted. Patient added it's as if they don't even have the device implanted in their body because they were not getting any use of the device. Patient noted they were ordered an x-ray done to check all the wiring but they haven't done it yet. Reviewed therapy information and general programming guidance. Patient requested their manufacturing representative (rep) to contact them. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the rep on 2025-aug-27. They reported that they spoke with the patient and assisted with program change. On 2025-sep-05, additional information was received from the hcp. They clarified that the patient had stage I procedure on (B)(6) 2025 and stage ii procedure on (B)(6) 2025. They had a post-operative visit on (B)(6) 2025 where they reported that their right foot was twitching and inversion with increased voltage. They clarified that the second procedure the patient mentioned was the stage ii insertion device. The cause of the patient feeling stimulation on their foot and toes was determined to be the placement of the lead and device voltage setting. As resolution, the patient was instructed to change their program over a two-week period and to meet with their manufacturin g representative (rep) in the clinic if the change in program and voltage did not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va32mk1, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.